Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device outer surface and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device has been explanted.